Event description:
The pt underwent a diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not fully present on deployment. Back down of the needles to their original position was not successful. The pt was taken for surgical removal of the device. The reporter was not fully familiar with the device and could provide no further insight. The subject device was returned for evaluation. Review of the lot mfg records revealed no deviations relevant to this occurrence.